Manufacturer narrative:
The MDR submitted with MFR report #: 1024879-2023-00719 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Event description:
It was reported that while using unknown bd vacutainer® sst¿ tubes, there was poor barrier separation of one tube. Sample was from a female patient aged 57 years with 1 month of fatigue. She had a history of type 2 diabetes mellitus and hypertension. No patient impact reported. The following information was provided by the initial reporter: "pang l, xing y, xing l, miao l, an c, li h. Contradictory phenomenon between serum separator tube and plasma tube: a case report. Lab medicine. 2021;52(5):e125-e128. The case report describes the abnormal positioning of the gel after centrifugation of bd vacutainer® sst¿ tubes with blood collected from a patient with multiple myeloma. A female patient aged 57 years was referred to our hospital with 1 month of fatigue. She had a history of type 2 diabetes mellitus and hypertension. When performing laboratory analysis, we found a contradictory phenomenon between the serum separator tube (bd vacutainer, becton, dickinson and company, nj, USA) and the plasma tube with heparin (bd vacutainer) even with correct centrifugation (2000 g for 10 minutes at room temperature). The serum separator tube showed mixed serum and separator gel and distinctly less serum, which indicated polycythemia vera (image 1a). However, the plasma tube showed fewer cells, which was in accordance with a hematocrit level of 23.5%. Repeat centrifugation did not yield any change."

Event description:
It was reported that while using unknown bd vacutainer® sst¿ tubes, there was poor barrier separation of one tube. Sample was from a female patient aged 57 years with 1 month of fatigue. She had a history of type 2 diabetes mellitus and hypertension. No patient impact reported. The following information was provided by the initial reporter: "pang l, xing y, xing l, miao l, an c, li h. Contradictory phenomenon between serum separator tube and plasma tube: a case report. Lab medicine. 2021;52(5):e125-e128. The case report describes the abnormal positioning of the gel after centrifugation of bd vacutainer® sst¿ tubes with blood collected from a patient with multiple myeloma. A female patient aged 57 years was referred to our hospital with 1 month of fatigue. She had a history of type 2 diabetes mellitus and hypertension. When performing laboratory analysis, we found a contradictory phenomenon between the serum separator tube (bd vacutainer, becton, dickinson and company, nj, USA) and the plasma tube with heparin (bd vacutainer) even with correct centrifugation (2000 g for 10 minutes at room temperature). The serum separator tube showed mixed serum and separator gel and distinctly less serum, which indicated polycythemia vera (image 1a). However, the plasma tube showed fewer cells, which was in accordance with a hematocrit level of 23.5%. Repeat centrifugation did not yield any change."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.